Event description:
The customer reported the ventilator went inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop when in use, will stop providing ventilatory support to the patient. The respironics service technician confirmed a diagnosis code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician was unable to duplicate the reported problem during service. Performance verification tests were performed on the ventilator and passed per operating specifications. The service technician reported the customer was not using a water trap inline with the patient circuit.